Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge connection disconnected while customer was on a run. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer performed a cartridge and infusion set change to resolve the issue.